Manufacturer narrative:
(B)(4). Unit passed the displacement test. Unit received with cracked retainer, cracked reservoir tube lip and fading serial number label. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Complaints text (B)(6) 2019 12:36:20 erp rfc user related (B)(4) complaints text (B)(6) 2019 12:33:07 willip21 initial notes: last night I changed my reservoir and when I turned it to lock the reservoir a piece clear ring broke off. Inquired what led up to the complaint. Customer response: I turned it to lock the reservoir a piece clear ring broke off. Bumped/dropped/cosmetic damage t/s per dop114-980. Customer states the pump has cosmetic damage. Adv to d/c from the pump. Customer states the pump does show signs of physical damage. 1. Type of damage is: broken clear ring. 2. Damage occurred: I was changing the reservoir and a piece broke off the ring. 3. Location of the damage is: top of the reservoir compartment. Is the physical damage to the pump's reservoir lip ring: yes expl it is recommended to use a silicone case as it cushions against bumps, scratches, and provides a protective barrier to the casing against lotions, oils, and sunscreen. Adv courtesy black silicone case will be shipped. Is reservoir able to lock in place when inserted into pump: yes adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Customer's outcome pertaining to the complaint: we completed the troubleshooting guide and we are sending a replacement pump. Ship: 1 rpl pump return: 1 pump